Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined.

Event description:
During a premature ventricular contraction (pvc) ablation procedure, a pericardial effusion occurred while mapping. The patient experienced discomfort and became diaphoresis and nauseous. An intracardiac echocardiography revealed a pericardial effusion. A pericardiocentesis and surgical repair of the perforation were performed to stabilize the patient. No further information was available.